Manufacturer narrative:
(B)(6). The product associated with the event was returned and an evaluation was performed. The engineer determined the issue was associated with a defective speaker assembly. After parts replacement, the device was returned to functional use with no further issues identified.

Event description:
It was reported speaker was faulty. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.